Event description:
Mediport was found to be "not functional". Mediport was surgically removed and the catheter was found to be broken approx 2.5-3" from the port. The distal catheter was found in the right ventricle. Pt was transferred to hosp for removal in the x-ray dept. The device in question is to be turned over to the pt's attorney.